Manufacturer narrative:
D10 correction: the device was returned on 06/16/2020 internal complaint number: (B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. Photographs were provided by the account. Signs of clinical use and heavy amounts of blood was observed on the delivery device as well as on the seal. The seal was observed to be hanging outside of the delivery tube, with the tether wire and tension spring assembly lodged within the delivery tube. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device as well as on the seal, indicating that an attempt was made into the aorta. The seal and tension spring assembly was removed from the delivery device, no cracks or delamination were observed. Measurements were unable to be taken; the inner delivery tube contained a heavy amount of dried blood. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed".

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after loading, it was inserted into aorta puncture, but the seal did not unfold. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after loading, it was inserted into aorta puncture, but the seal did not unfold. A replacement device was used to complete the procedure. The hospital did not report any patient effects.